Event description:
Patient presented to the physician with an infection at the ipg site. Physician prescribed antibiotics. Physician brought the patient into the or a few days later, flushed the pocket with antibiotic solution, removed excess tissue, and closed.